Manufacturer narrative:
(B)(4). The patient was discharged to home in fair condition on (B)(6) 2016, and was prescribed dual anti-platelet medication, high intensity statins (anti-cholesterol medication), and colchicine for possible post-procedural pericarditis. In the opinion of the physician, use of the graftmaster did not cause or contribute to any adverse patient sequelae, the additional hospitalization, or pericarditis. There was no occurrence of a clinically significant delay. No additional information was provided. On (B)(6) 2016: stress test showed no aerobic capacity with borderline low work capacity, suggesting dyspnea from obesity, and possible cardiac ischemia. Concomitant product: guide wire: .014 straight tip balance middleweight. Guide cath: 7fr cordis xb3.5. Other: 6fr guideliner. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2016, after a failed attempt to cross with a non-abbott stent system, additional dilatation was performed. The patient then presented with ischemia, hypertension, and angina, due to multi-vessel coronary artery disease, and a contained perforation in the 80% stenosed, eccentric 2.7mm, mildly tortuous, calcified 1st obtuse marginal (om1) coronary artery following the pre-dilatation. A 2.8x19 rx graftmaster covered stent system was advanced over a 0.014 straight tip balance middleweight guide wire, but had difficulty crossing the perforation due to patient anatomy. With the support of a 6fr guideliner the graftmaster stent system was able to cross and the stent was deployed without difficulty at 15 atmospheres (atm) for 30 seconds, sealing the perforation and resulting in 15% residual stenosis. Post-dilatation was then performed with a 2.75x12 nc non-abbott balloon via 2 inflations to 20 atm for 20 seconds, resulting in final stenosis of 0% and no ischemia. The patient remained hemodynamically stable and maintained a timi flow of 3 throughout the case. The pre-existing chest pain continued to persist throughout, and following, the procedure. The patient was transferred to the critical care unit for close monitoring and was treated with morphine and nitroglycerin drip to reduce cardiovascular demand and improve pre-existing hypertension. Two consecutive transthoracic echocardiograms demonstrated no accumulating effusion, no thrombosis was found, and the chest pain resolved.